Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) drug eluting stenting procedure, stent damage occurred. The 80% stenotic lesion being treated was located in a moderately calcified and moderately tortuous unspecified artery. After predilating the lesion with a maverick balloon catheter and a non-bsc device the physician advanced the 2.50x16mm taxus liberte drug eluting stent delivery system to the lesion. During advancement significant resistance was encountered and the physician used excessive force to advance the device to the lesion and the distal side of the stent became stuck on the calcified lesion and the stent twisted. The procedure was completed with a different device and the deployment of a liberte stent and three non-bsc stents. There were no pt complications. Pt status is reported as "good."